Event description:
The biomedical engineer (bme) reported experiencing issues obtaining non-invasive blood pressure (nibp) on a patient being monitored on a bedside monitor (bsm-1700) to a berlin heart (vad). The patient was moved to a different bsm-1700 unit with the same results. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported experiencing issues obtaining non-invasive blood pressure (nibp) on a patient being monitored on a bedside monitor (bsm-1700) to a berlin heart (vad). The patient was moved to a different bsm-1700 unit with the same results. The bme confirmed they were using nihon kohden cuffs and cables. He also mentioned that when testing the transport monitor on a simulator, a reading was successfully obtained. Ts was informed that the software for the nibp measurement had an improvement to the g7, and g9 monitoring units, which require the bsm-1700 to upgrade its software to support this improvement. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the bsm: bsm-1700 model #: bsm-1733a serial #: 10937 device manufacturer data: 07/27/2020 unique identifier (UDI) #: 04931921111833 returned to nihon kohden: not returned. G7 monitor: model #: cu-172ra serial #: (B)(6). Device manufacturer data: 12/21/2024 unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. G9 monitor: model #: cu-192ra serial #: (B)(6) device manufacturer data: 04/11/2017 (april 11, 2017) unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported experiencing issues obtaining non-invasive blood pressure (nibp) on a patient being monitored on a bedside monitor (bsm-1700) to a berlin heart (vad). The patient was moved to a different bsm-1700 unit with the same results. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported experiencing issues obtaining non-invasive blood pressure (nibp) on a patient being monitored on a bedside monitor (bsm-1700) to a berlin heart (vad). The patient was moved to a different bsm-1700 unit with the same results. The bme confirmed they were using nihon kohden cuffs and cables. He also mentioned that when testing the transport monitor on a simulator, a reading was successfully obtained. Ts was informed that the software for the nibp measurement had an improvement to the g7, and g9 monitoring units, which require the bsm-1700 to upgrade its software to support this improvement. No patient harm was reported. Investigation summary: alarms such as "nibp pulse wave is small" and "nibp measurement time over" and "insufficient nibp pressurization" were identified in the monitor log, suggesting that nibp measurement may not have been performed. However, there were no technical alarms indicating abnormality in the bedside monitor or nibp module, suggesting that the product itself was operating normally. Since the csm-1900 and csm-1500/1700 were confirmed to have equivalent pulse wave detection functions, and since the nibp log information suggested the influence of patient and external factors such as low pulse wave amplitude, noise, and severe fluctuation of cuff pressure. Therefore, it was considered that the cause of the nibp measurement failure was not the product. Trending will continue to be monitored for this device, incidents, issues, and causes. Additional information: the customer requested nka team to check the servers. Nka network engineer team logged in to look at the network device on 4/24. While there was not a direct indication of lag, identified that the network device at sr2 closet in anw was not able to ping any of the remote sites with data size over 1501 bytes. Scheduled and rebooted the network device 4/25 at 10am cst which resolved the ping with higher data size issue but the lag on full disclosure was still existing. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the bsm: bsm-1700, model #: bsm-1733a, serial #: (B)(6), device manufacturer data: 07/27/2020, unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. G7 monitor: model #: cu-172ra, serial #: (B)(6), device manufacturer data: 12/21/2024, unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. G9 monitor: model #: cu-192ra, serial #: (B)(6), device manufacturer data: 04/11/2017 (april 11, 2017), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.